Manufacturer narrative:
D4. Concomitant product UDI for pump is (B)(4) and for reservoir is (B)(4).

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) went to the hospital because the product did not work properly. Two weeks later a surgery was performed, as a result of the inspection, it was confirmed that the left cylinder had a tear. The ipp was explanted and replaced. No patient complications reported.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) went to the hospital because the product did not work properly. Two weeks later a surgery was performed, as a result of the inspection, it was confirmed that the left cylinder had a tear. The ipp was explanted and replaced. No patient complications reported.

Manufacturer narrative:
D4. Concomitant product UDI for pump is (B)(4) and for reservoir is (B)(4). Correction to field g2: report source. Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The pump was microscopically inspected, functionally and leak tested. No anomalies were found with the pump. The cylinders were microscopically inspected, and leak tested. The microscope test identified that both cylinders had wear at fold in the proximal end, middle, and distal end of the cylinder and had a hole in the outer tube from kink resistant tubing (krt) wear in the proximal end of the cylinder. The first cylinder did not pass the leak test. No leaks were identified in the second cylinder. The reservoir was microscopically inspected, and leak tested. The microscope test revealed that the reservoir had wear at a fold in reservoir shell. No leaks were identified. Based on the information available and analysis results, the reported mechanical issue and cylinder - hole/perforated were confirmed.